Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no samples or photos received by our quality team for evaluation. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safety-lok needle was clogged/blocked. The following information was provided by the initial reporter: "upon administration of subq velcade bd safetyglide needle ((B)(4) tw) lot 3086355 was inserted into patient abdomen. Nurse was unable to inject medication due to resistance. Syringe was taken off and re-applied, still unable to inject due to resistance. Needle was retracted and new needle was applied. Medication was administered without the complications. This took place at an off-site oncology unit." Brand name : safetyglide needle ((B)(4) tw). Device name : needle, hypodermic, single lumen. Lot # 3086355.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed